Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a foreign substance like hair was found inside the package. It was on the tip of the probe.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : received a 3.5mm direct serfas probe in an opened package also returned was the foreign material allegedly discovered attached to the probe tip, it may also noted the foreign material was returned inside a sealed plastic container.

Event description:
It was reported that a foreign substance like hair was found inside the package. It was on the tip of the probe.